Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise leading to inappropriate automatic mode switch (ams). The patient was asymptomatic. No intervention was performed. The patient was stable throughout.

Event description:
New information received indicated that the right atrial lead was oversensing noise. The lead was explanted and replaced. Patient was in stable condition post-procedure.